Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and is currently 89 mg/dl. Troubleshooting found that the customer needed assistance with their settings and with battery information. Customer was offered a replacement pump but declined. Customer also declined high blood glucose troubleshooting and will monitor the pump and call back if needed.